Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Per sales rep, the patient had a poly swap. The surgeon stated there was some type of trauma so he washed out the area and put in a new poly.